Event description:
The customer reported obtaining high glucose (glu) patient results on their au5800 clinical chemistry analyzer. The customer did not report the initial high result out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the result for this patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 analyzer and found the di water pump was defective. The fse replaced the di water pump and cleaned the di water tank to resolve the issue. The fse performed calibration and control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).